Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to diabetic ketoacidosis and experienced high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that they were not feeling well. The customer's spouse stated that they was hospitalized and took manual injections to treat the high blood glucose. The customer's spouse stated that changes made on the settings of the insulin pump. The customer's spouse stated that there were no drops at the end of the tubing. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.